Event description:
The customer reported that the display was pulled off, and that the ribbon cable was damaged. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the display was pulled off, and that the ribbon cable was damaged. The customer was provided with the following part ID, cable - user interface (ui) to power management printed circuit board assembly (pm pcba).

Manufacturer narrative:
The customer states that the user interface (ui) to pm pcba cable was replaced and tested. The equipment was returned to service. Based on the information provided, the customer's alleged malfunction was confirmed.